Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-04977. It was reported the patient was unable to set the ipg into MRI mode, despite attempting multiple positional changes. Diagnostics revealed low impedances. As a result, the physician explanted the scs system to allow the patient to undergo an MRI.